Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a single patient was not crossing to the system. The customer indicated the issue was critical and required urgent assistance. Troubleshooting steps included contacting the admissions and it teams; however, the issue persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing. A technical support specialist (tss) enabled the show preadmitted patient option, it was previously unchecked, allowing the patient to appear at the station. Tss advised users to ensure they select the correct admit discharge transfer type instead of temporary records. Tss waited for confirmation from customer and verified that the patient successfully displayed, confirming the issue was resolved. The setting for showing preadmitted patients was kept enabled, and the inactive time was temporarily modified from 7 days to 14 days to complete the transaction, then reverted back to 7 days. Customer who confirmed that the patient and associated orders were visible, and the case was approved for closure. The system functioned as intended after the technical support specialist troubleshot the device.